Manufacturer narrative:
(B)(4). D10: cat# 00877503203, lot# 3102206, bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14. Cat# 00625006525 lot# j7283511 bone scr 6.5x25 self-tap. Cat# 00875705001 lot# 65702740 50mm o.d. Size hh porous uncemented with cluster holes. Shell use with hh liners. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient was revised approximately 5 months later due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.